Event description:
The customer's family member called in regarding an anomaly in the prime history and the customer has lbgs. It was indicated that the customer did not disconnect while doing a rewind or prime. At that time, the contact was educated on the importance of disconnecting. The family member called back and stated that the customer admitted to programming the primes in the pump. It was reported that they were on their way to the hosp to treat lbgs and has notified the md. The contact no longer needed the pump replaced and does not know the customer's bg. No further details.